Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2019-14418. It was reported that the patient had high impedances on their scs lead. In turn, the patient underwent surgical intervention where the lead tail was removed from the ipg header, wiped off, and then reinserted to resolve the impedance issue. Note: since it is not known which device was causing the issue, all possible devices are being reported on.